Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:¿right coronary artery perforation by an active-fixation atrial pacing lead resulting in life-threatening tamponade.¿ journal of arrhythmia. 31(5):313-5, 2015 oct. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient's implantable pulse generator (ipg) system. The article indicated that about three and a half hours after the initial system implant procedure, the patient complained of nausea, and the patient's blood pressure decreased. The patient had an echocardiogram which showed a "large pericardial effusion with evidence of cardiac tamponade." Pericardiocentesis was performed. However, the patient was not stable and subsequently a repeat echocardiogram was done which found a thrombus which resulted in cardiac tamponade. Upon arrival to the operating room to remove the thrombus, the patient experienced sudden cardiac arrest. Cardiopulmonary resuscitation (CPR) was done along with a thoracotomy. The surgeon then performed open heart massage and the heart began to beat. Fluid was drained and it was found that the lead had perforated the right atrial appendage apex. The perforation was repaired. The patient remained stable and two days later the system was checked and w as "functioning well" and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)